Manufacturer narrative:
(B)(4). Failure analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.

Event description:
Customer reported via phone call that there was a cosmetic damage and half of o-ring popped out plastic piece was missing. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.